Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized artifact in the center of images (addressed in this (B)(4)). A philips field service engineer (fse) went onsite to evaluate the system. During service, the fse identified a bad detector (addressed in (B)(4)) and found a crack in the a-plane collimator; the cause of the artifact. The fse replaced the a-plane collimator assembly and performed all required calibrations to resolve the artifact issue. The fse confirmed that there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.